Manufacturer narrative:
G4: 19sep2020. B4: 29sep2020. The main board was returned to manufacturer to failure investigation (fi) for analysis. Physical damaged resulted in the main board cn2 remote alarm connector. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08jun2020 b4: (B)(6). Confirmed with the respiratory therapist that the device was in use on a patient. The ventilator was changed out, however there¿s no patient or user harm. There was no delay in therapy as a result of this event. The field service engineer (fse) confirmed the failure to a broken port in the mainboard. Upon inspection, the (fse) identified the blower motor controller printed circuit assembly (pca) was damaged and the top enclosure had a very large crack. The mainboard, blower motor controller (pca) and top enclosure were replaced to resolve the issue. The unit pass performance verification testing and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27jul2020 b4: (B)(6) 2020 the identified damaged blower motor controller printed circuit assembly (pca) had signs of severe overheating, and the connectors looked burnt. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported nurse call connector is broken. It is unknown if the unit was in use, but there was no patient or user harm reported.